Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, fatigue, hormone level abnormal, weight increased and weight decreased outcome was unknown and the genital haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, bladder disorder, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for following events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, bladder problems, urinary problems, fatigue, hormonal changes, weight gain and weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received: event injury was updated to events: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, bladder problems, urinary problems, fatigue, hormonal changes, weight gain and weight loss. Essure explant date added. Outcome for events menorrhagia (heavy menstrual bleeding), general abnormal bleeding, bladder problems and urinary problems were resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 735709) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included ascorbic acid;vaccinium macrocarpon (cranberry 400) and fluconazole (diflucan). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), mood swings ("hormonal changes -mood swings"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("cramps") and vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal fungal infection,") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the fatigue, mood swings, weight increased, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood swings, pelvic pain, urinary tract disorder, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for following events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, bladder problems, urinary problems, fatigue, hormonal changes, weight gain and weight loss. Discrepancy noted in date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received : event hormonal changes was updated to more specific events: mood swings, events added- vaginal fungal infection. Event of genital haemorrhage downgraded to non-serious. Aka name added, reporter added, events outcome updated, events onset date, events severity, concomitant drug added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 735709) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cyst, cervix inflammation, uterine leiomyoma, endometriosis, adenomyosis uteri, paratubal cyst and retroperitoneal hematoma (operative finding). Concurrent conditions included body mass index normal. Concomitant products included ascorbic acid;vaccinium macrocarpon (cranberry 400) and fluconazole (diflucan). On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal mycotic infection ("vaginal fungal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, heavy menstrual bleeding, bladder disorder and urinary tract disorder had resolved and the abdominal pain lower, dyspareunia, fatigue, weight increased and mood swings outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, mood swings, pelvic pain, urinary tract disorder, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for following events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, bladder problems, urinary problems, fatigue, hormonal changes, weight gain and weight loss. Discrepancy noted in date(s) of insertion: (B)(6) 2010 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: benign cervix with cysts and mild acute and chronic inflammation. Benign weakly proliferative endometrium. Myometrium, leiomyoma, 2.8 cm in greatest dimension. Uterine serosa, endometriosis and subserosal adenomyosis. Benign bilateral fallopian tubes, paratubal cysts. Tubal ligation devices consistent with essure coils are grossly identified with the bilateral cornu. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 735709) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical cyst, cervix inflammation, uterine leiomyoma, endometriosis, adenomyosis uteri, paratubal cyst and retroperitoneal hematoma (operative finding). Concurrent conditions included body mass index normal. Concomitant products included ascorbic acid;vaccinium macrocarpon (cranberry 400) and fluconazole (diflucan). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal mycotic infection ("vaginal fungal infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, heavy menstrual bleeding, bladder disorder and urinary tract disorder had resolved and the abdominal pain lower, dyspareunia, fatigue, weight increased and mood swings outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, mood swings, pelvic pain, urinary tract disorder, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for following events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, bladder problems, urinary problems, fatigue, hormonal changes, weight gain and weight loss. Discrepancy noted in date(s) of insertion: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: benign cervix with cysts and mild acute and chronic inflammation. Benign weakly proliferative endometrium. Myometrium, leiomyoma, 2.8 cm in greatest dimension. Uterine serosa, endometriosis and subserosal adenomyosis. Benign bilateral fallopian tubes, paratubal cysts. Tubal ligation devices consistent with essure coils are grossly identified with the bilateral cornu. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical records received. Reporter information, patient medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 735709) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and abdominal pain lower ("cramps") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved and the abdominal pain, fatigue, hormone level abnormal, weight increased, weight decreased, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for following events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, bladder problems, urinary problems, fatigue, hormonal changes, weight gain and weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. Lot number was added. New events dyspareunia, cramps was added. Lab data updated. Reporter information, patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 735709) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and abdominal pain lower ("cramps") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved and the abdominal pain, fatigue, hormone level abnormal, weight increased, weight decreased, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, urinary tract disorder, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for following events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, bladder problems, urinary problems, fatigue, hormonal changes, weight gain and weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.